Event description:
In 2008, the sales rep reported that the driver was broken. Add'l info received on the next day via telephone, the sales rep reported that during inspection of the kit, it was noticed that the tip was broken. No info has been provided indicating whether the broken tip occurred in surgery. There is no report of pt contact. The malfunction has resulted in an adverse event in the past.

Manufacturer narrative:
Product is an instrument and is not implantable. Requests have been made for the return of the product. Request has been made to obtain the product. Device mfg date is unk. Eval is pending upon the return of the product.